Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "we have some 22g that have some kind of black substance in them".

Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: b.4. Describe event or problem: it was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "we have some 22g that have some kind of black substance in them" d.1. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter. D.2. Medical device catalog#: 382523. D.2. Medical device lot#: 9042722. D.3. Medical device manufacturer: becton dickinson infusion therapy systems inc. D.4. Medical device expiration date: 2022-01-31. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson infusion therapy systems inc. G.5. PMA / 510(k)#: k110443. H.4. Device manufacture date: 2019-02-11.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that black foreign matter was found in the unspecified bd insyte¿ autoguard¿ IV catheter. The following information was provided by the initial reporter: "we have some 22g that have some kind of black substance in them."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that black foreign matter was found in the unspecified bd insyte¿ autoguard¿ IV catheter. The following information was provided by the initial reporter: "we have some 22g that have some kind of black substance in them."